Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. The observations indicate that the device was in a pre-deployed position. The reported information and the device analysis are contradictory. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a coronary angioplasty procedure with a 7f sheath. Reportedly, when the plunger was removed in step 3, there was no suture attached to the plunger. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.